Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 09/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the results of a clinical trial that five months and twenty-two days post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject developed a serious adverse event of restenosis of the cephalic vein in the target lesion which required an arteriovenous access circuit re-intervention. It was further reported that the target lesion in the left forearm had fifty-seven percent initial stenosis and nine percent final residual stenosis. Furthermore, standard percutaneous transluminal angioplasty procedure was performed for the treatment. Reportedly, the treatment re-intervention was successful, a new access was not created, and the outcome of serious adverse event was resolved. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D4 (expiry date: 09/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that five months and twenty-two days post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject developed an adverse event of restenosis of the target lesion which required an arteriovenous access circuit reintervention. It was further reported that the target lesion in the left forearm had fifty-seven percent initial stenosis and nine percent final residual stenosis. Furthermore, standard percutaneous transluminal angioplasty procedure was performed for the treatment. Reportedly, the treatment re-intervention was successful, a new access was not created, and the outcome of adverse event was resolved. The current status of the patient is unknown.